Manufacturer narrative:
Device evaluation: the device related to the reported events rupture was received on january 30, 2026 with lot number 3015930. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿rupture: observed two openings through microscopic inspection assessed as surgical damage and unidentified (tear) opening . No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis creases are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "implant ruptured". This record is for the left side. The device was explanted, replaced and will be returned.

Event description:
Healthcare professional reported "implant ruptured". This record is for the left side. The device was explanted, replaced and will be returned.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Manufacturer narrative:
H11 correction to h6: initial medwatch: reported b16 "device not manufactured by reporting manufacturer" was submitted in error.

Event description:
Healthcare professional reported "implant ruptured". This record is for the left side. The device was explanted, replaced and will be returned.